Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia, adenomyosis, leiomyoma of uterus, unspecified and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdomianl bloating"), tooth disorder ("dental issue"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), dizziness ("dizziness"), urinary tract infection ("frequent urinary tract infections"), migraine ("severe migraine") and bacterial vaginosis ("becterial infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and bacterial vaginosis outcome was unknown and the abdominal pain, menometrorrhagia, back pain, dyspareunia, abdominal distension, tooth disorder, arthralgia, fatigue, dizziness, urinary tract infection and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bacterial vaginosis, dizziness, dyspareunia, fatigue, menometrorrhagia, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she repeatedly sought treatment for the her symptoms from various medical providers. But the physician were unable to determine the cause. Plaintiff still has both of the essure coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia, adenomyosis, leiomyoma of uterus, unspecified and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdomianl bloating"), tooth disorder ("dental issue"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), dizziness ("dizziness"), urinary tract infection ("frequent urinary tract infections"), migraine ("severe migraine") and bacterial vaginosis ("becterial infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and bacterial vaginosis outcome was unknown and the abdominal pain, menometrorrhagia, back pain, dyspareunia, abdominal distension, tooth disorder, arthralgia, fatigue, dizziness, urinary tract infection and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bacterial vaginosis, dizziness, dyspareunia, fatigue, menometrorrhagia, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she repeatedly sought treatment for the her symptoms from various medical providers. But the physician were unable to determine the cause. Plaintiff still has both of the essure coils. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-mar-2021: mr received: case category updated to serious incident. Essure removal date and surgery added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.